Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: multiple no cartridge detected eaw 163 warnings observed in black box. Load step malfunction was not duplicated during investigation. Force calibration passed. Opened pump- moisture was found on the force sensor pins and on printed circuit board. Battery compartment cracked from case seal traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.